Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a line detachment in the cadd administration set. The root cause was identified as a failure of the line at the point where it meets the bung that attaches to the patient's PICC line. It was stated that this has occurred on other occasions as well. The issue was resolved, and the patient was required to attend the day unit to have the blinatumomab bag changed earlier than scheduled. Medical intervention was required, and the patient's treatment plan had to be modified to ensure there were no extended gaps in administration. The incident affected patient care. The event occurred while the device was in use with the patient; however, no harm was reported.